Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent surgery for an infection at the generator incision. It was reported that there was some erosion. The surgeon opened the incision and performed a wash out. The surgeon also performed a minor pocket revision to make more room for the device. Device diagnostics following the procedure were within normal limits. No additional relevant information has been received to date.

Event description:
Additional information was later received from the surgeon¿s office directly that the reason for the lead revision was not infection but that part of the electrode was exposed in a scabbed over area. The medical assistant could not speak to why the area was scabbed just that a "previously cut down part had been scabbed over and the electrode was exposed." Operative notes were received which clarified that the procedure was to revise for a ¿protruding generator¿ in the chest. The findings indicated that there was extrusion of 2.5 cm segment of the lead in the chest which was successfully placed below the tissue during the procedure. The surgeon removed the scar tissue around the extruding lead and then attached the lead to the subcutaneous tissue with silk sutures. The wound was irrigated and the wound was closed with silk sutures. The physician¿s office did not know the cause of the extrusion. The nurse did not believe that the patient was scratching at the incision site. On (B)(6) 2016, the wound was intact and the patient¿s family was asked to stop dressing the site. Review of the generator and lead device history records confirmed sterilization prior to distribution. No additional relevant information has been received to date.